Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The blood glucose (bg) level was 460 mg/dl and insulin injections were administered to address the bg level. The customer stated that after 1-2 days, insulin was not observed exiting the tubing and after changing the supplies, insulin delivery was resumed. The customer changed the pump supplies multiple times. The customer has not had any occlusions with the current pump supplies.